Event description:
It was reported that the small forceps have the tip area deformed and the large forceps have rust on the inside of both halves of the forceps. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that there is rust. In terms of the rust formation, it is generally said that all materials, even the so-called rust free steels, are only corrosion resistant to a certain extent. The corrosion resistance only applies when the material is stored under dry conditions and does not come in contact with other metallic objects. All metallic contacts under moist or wet conditions create electrolytic reactions with contact corrosions being the result. We presume that these accumulations were formed through residues after the cleaning and sterilization process. No product fault could be detected.